Event description:
It was reported that pump experienced malfunction alarm, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed high blood glucose by giving correction insulin injection with multiple daily injections and did not require help from any third party. Technical support guided customer to reset pump using malfunction reset instructions, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if malfunction happened again.